Event description:
It was reported that the minicap had a protruding sponge. This was found before patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report 2 of 120.

Manufacturer narrative:
(B)(4). Device manufacture date: 07/14/2014 - 07/18/2014. The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, it was verified that the sponge was sticking out of the minicap. Upon conclusion of the investigation, the cause of the reported issue was undetermined. A CAPA currently exists to address this issue. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.